Manufacturer narrative:
Device analysis: pump fluid loss and connector disorder were reported. The ams700 pump was visually inspected and functionally tested. No leak was found. No connectors were returned. Three tubing strain reliefs were removed at the pump block. The pump was functionally tested and performed within specifications. No fluid loss could be confirmed in the pump. Due to no connectors being returned, the fluid loss at the connector could not be confirmed. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to fluid loss with connector disorder. A new inflatable penile prosthesis pump was implanted. The event was resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient had a trouble to control the pump beginning 2 weeks ahead of the surgery.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component removed due to fluid loss with connector disorder. A new inflatable penile prosthesis pump was implanted. The event was resolved. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient had a trouble to control the pump beginning 2 weeks ahead of the surgery.